Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the leur lock connection at the end of the secondary tubing came apart.

Manufacturer narrative:
The customer¿s report that the luer lock connection at the end of the secondary tubing came apart was confirmed. Visual inspection of the set noted the male luer lock disconnected from its mated tubing. No other issues or damages were observed. Examination under magnification of the separated mating components observed evidence within both the male luer end and along the tubing end that the tubing had not been inserted fully. No testing was deemed necessary due to separation of the set. The root cause was due to a misassembly of the set during its manufacturing process.

Event description:
The customer reported that the luer lock connection at the end of the secondary tubing came apart.